Event description:
On 3/4/20222, it was reported by a sales representative via email that an ar-3670 fibertak biceps implant system drill got stuck into the drill guide. Surgeon had to forcibly take them apart and it appeared like the drill guide had something obstructing when it was taken out of the package. This was discovered during a procedure.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device